Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that one of their customers had reported to them, that their device would not discharge defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was eventually returned to physio-control for evaluation. Physio evaluated the device but could not verify or reproduce the reported issue. Physio performed some unrelated repairs. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.